Manufacturer narrative:
As per the confirmation received via gfe, the device is not going through the test was caused due to the defective paddles, printer and battery. Hence the following parent pr#(B)(4) (reportable), which were initially considered as split are now being considered a duplicate of pr (B)(4). As such, pr#(B)(4) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this pr (B)(4).

Event description:
As per the confirmation received via gfe, the device is not going through the test was caused due to the defective paddles, printer and battery. Hence the following parent pr#(B)(4) (reportable), which were initially considered as split are now being considered a duplicate of pr (B)(4). As such, pr#(B)(4) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this pr (B)(4).

Event description:
It was reported to philips that battery of the device has completed its service life. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
As per the confirmation received via gfe, the device is not going through the test was caused due to the defective paddles, printer and battery. Hence the following parent pr#4711129 (reportable), which were initially considered as split are now being considered a duplicate of pr 4707085. As such,pr#4711129 will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this pr 4707085.

Manufacturer narrative:
As per the confirmation received via gfe, the device is not going through the test was caused due to the defective paddles, printer and battery. Hence the following parent pr# (B)(4) (reportable), which were initially considered as split are now being considered a duplicate of pr (B)(4). As such,pr# (B)(4), will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this pr (B)(4).